Event description:
Per complaint (B)(4), a patient experienced pain, infection, inflammation, and bone loss. The dental implant was explanted approximately two months after implant. The implant was replaced.